Event description:
Doctor went to remove drain, and drain came apart in pt's knee. Pt taken back to surgery to remove other part of drain. Dates of use: 2009. Diagnosis or reason for use: drainage of rt knee.